Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (p/n 03.130.010 h410229) was received showing a portion of the distal stardrive tip broken off. The broken off fragment(s) were not returned. The remaining lobes of the driver tip were twisted in the direction of resistance from insertion. Dimensional inspection: dimensional inspection was not conducted due to post manufacturing damage, missing fragment(s), and post manufacturing deformation. Document/specification review: drawing, reflecting the manufactured and current revision, was reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (p/n 03.130.010 h410229) as a portion of the distal stardrive tip was broken off. The remaining lobes of the driver tip were twisted in the direction of resistance from insertion. While no definitive root cause could be determined, it is possible that the device encountered excessive/over torque during screw insertion, leading to twisting and breakage. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history: part # 03.130.010. Synthes lot # h410229. Supplier lot # na. Release to warehouse date: 15 nov 2017. Manufactured by synthes monument. No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, upon inspection, the tip of the stardrive screwdriver shaft was noted to be broken. There was no patient involvement. This report is for one (1) stardrive scrwdrvr shft / t4 50mm/self-retaining / hxc. This is report 1 of 1 for (B)(4).